Event description:
In 2008, the patient reported that he has issues with air bubbles in his insulin cartridges. He stated that he uses pre-filled insulin cartridges and the bubbles do not appear until after the cartridge is placed into the infusion device. He uses room temperature insulin and he adjusts the piston rod properly. The patient was instructed to switch to his backup infusion device. Upon follow up two days later, the patient stated that he continues to experienced air bubbles in the insulin cartridges while connected to the backup infusion device. He stated that he adjusts the piston rod and attaches the adapter and infusion tubing after he inserts the cartridge into the infusion device. He was advised to adjust the piston rod and to attach the adapter and infusion tubing prior to inserting the insulin cartridge. Upon follow up five days later, the patient stated that he reconnected to his primary infusion device, and he still experiences an air bubble in the insulin cartridge when he tightens the adapter. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Evaluation: no product will be returned for evaluation.